Event description:
It was reported that when the patient presented to the emergency room after receiving multiple shocks, device was found to be in backup vvi mode. It was noted that the device was in hardware backup mode and device could not be recovered. It is unknown if the shocks were appropriate. Device change-out has not been scheduled yet because the patient has some other unknown medical concerns. No further information is available.